Manufacturer narrative:
Date received by manufacturer: 03jul2019. Report date: 10sep2019. The service technician replaced the power management printed circuit board (pcb), battery external and central processing unit (cpu) cover and unit passed all performance tests and is ready to return to service. The service technician confirmed the device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported dim display. The service technician confirmed the device was not in clinical use at the time the issue was discovered. There was no patient or user harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported dim display. It is unknown if the device was not in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.